Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
The consumer reported she needs her stimulation adjusted because ever since she fell, when she turns stimulation up to where it helps her pain, she was getting burning right by the box (where her implantable neurostimulator (ins) is located). There was burning at the ins site. The patient was only turning stimulation on when she walks and can't leave her house because she was in so much pain. Patient services recommended she work with her health care provider (hcp) to resolve the issue. The patient stated she was having trouble with her hcp and did not have one. The patient reported a fall, burning at the ins, in pain because she cannot use stimulation. Patient services suggested calling her pain management hcp for listings and her insurance company. Medical history includes spinal pain and failed back surgery syndrome. Additional information stated the patient called back and asked if her primary care physician (pcp) has called in for physician listings. Patient services provided the patient with nas contact information for the pcp to call local device manufacturer's representative (rep) for programming appointment. The patient called back again and stating she was still in pain and having issues with the ins. She inquired if the hcp had called to contact a rep. Patient services reviewed to confirm with the hcp directly. The patient was redirected to the hcp. The patient called back again restating her pain issue (severe burning) and reviewing that it was difficult to sleep with pain and she was getting sleep deprived. The patient has no managing hcp, the hcp moved and abandoned her. The patient stated she was not given references and was not able to meet a rep at the hcp office. The patient reviewed that she would be going to the ER on monday 2015-11-23. The patient requested a rep to be there. The role of a rep was reviewed. Patient services was going to request a closer hcp to the patient. An email was sent to a rep. The patient reviewed that if she can't get the ins adjusted, she would like it removed. Additional information reported by a rep statedthat the patient was not being truthful about the hcp moving and the hcp was still currently practicing at the same location. The patient has actually been dismissed from all current medical facilities. She can no longer be seen there. The rep reviewed with the patient that she must secure a managing hcp and the rep offered a one time visit to see the patient at the doctor's office. Additional information received from the patient stated her walking leg gave out, twisted and caught herself. It was clarified, she did not actually fall. Now the patient can't turn stimulation up, was always in pain, it was hard to sit up in the am due to numbness and pain. She stated "when I touch box in back stimulation stops." If she moves a certain way it burns. The patient turned down stimulation, now it doesn't help with the pain and now she can't find a place to help adjust it and find out what's wrong. The patient asked for help because she needs a place near her house, because she can't sit too long. If additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
Concomitant products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
The consumer implanted for failed back surgery syndrome and spinal pain reported experiencing burning sensation. It was reported that on sunday, (B)(6) 2015, she twisted but did not actually fall as she caught herself. She turned the stimulation down and then off. The burning sensation was at the implantable neurostimulator (ins) site, right where the wires connected. The patient also reported sudden return of pain in the lumbar area and she was unable to keep stimulation on even at lower settings due to the burning sensation. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.